Event description:
The pt reported that the display of the infusion device is "greasy" and hardly readable. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display window is scratched due to a mechanical impact. Therefore, the display is no longer fully readable in the area where therapy-relevant information is visible. The insulin pump shouldn't be exposed to high mechanical forces. As the problem reported by the customer is related to a handling issue, no corrective or preventive actions will be initiated.